Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09381. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results the original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, since there was no problem with the input signal of pip (s-video) and the pip (s-video) of the device in question was not displayed, the OEM determined that the cause was due to a failure of the device. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The olympus sales representative visited the user facility to verify the issue. The sales representative reported that the bio-medical engineer swapped processor with known good processor and the issue was resolved. At this time, the customer will not be sending the referenced device for a service evaluation. Therefore, the exact cause of the reported event cannot be determined. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the customer that they were unable get an image / see the secondary input for the picture in picture (pip) mode on the evis exera iii video processor. They were using the s-video signal from the spyglass system to the pip input port on the back of the video processor. No patient injury or harm was reported.